Event description:
It was reported that this right ventricular (rv) lead was part of the swelling and infection issue. Reportedly, the boston scientific technical services (ts) referred the patient to the physician to have a visual inspection of the patient's pocket. There were no additional adverse patient effects reported. The rv lead remains in service.